Manufacturer narrative:
B3 - date of event is unknown. Additional information will be provided if available. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported an electrical error code involving an olympus colonovideoscope. It is unknown when the event occurred. There were no reports of patient harm.